Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit, the pulse generator exhibited noise on both the atrial and ventricular channels. It was noted that noise also occurred in (B)(6) 2015. The device was reprogrammed to vvi 70. The patient was doing fine.

Event description:
New information reported that the device was explanted and replaced on (B)(6) 2015. No patient condition was reported.